Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the unspecified bd infusion set had air bubbles / air in line. The following information was provided by the initial reporter: writer gave hydration/treatment on a patient. Right in the middle of hydration, writer went to check on the patient and noticed that there's some good amount of air in the IV tubing that went pass the machine which is very unusual that it did not even alarm or stop. It usually alarms and stops when air passes through the machine, but it did not. Writer was able to stop the hydration before the air got to the patient. Writer showed it to the patient. Writer then changed the defective machine to a different one and continued with the infusion without any issues. IV pump removed from use and tagged out.